Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a bleeding rash under the lifevest. It was reported that the irritation was under the garment and on his left side. The patient's niece, who is a nurse applied a bandage to the area. Follow-up indicated that the irritation was healing.